Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which required hospitalization, antibiotic therapy, and the transition of modality to hd. Causality was attributed to a breach in aseptic technique when the patient admitted to not wearing a mask during treatment. Per the pdrn, the serious adverse events were unrelated to the patient¿s utilization of a fresenius device(s) and / or product(s). Staphylococcus epidermidis is part of the normal human biota and is commonly found on the skin, anterior nares, and axillae. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating the patient¿s fresenius device(s) and / or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and / or product(s) failed to meet the users¿ expectations and / or manufacturer specifications. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum.

Event description:
On 10/jul/2023, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc (pd)] for renal replacement therapy (rrt) was hospitalized due to peritonitis. No additional information was provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) stated the patient presented to the emergency room on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1500 mg and ceftazidime 1500 mg daily for 14 days. However, on (B)(6) 2023 the patient¿s peritoneal effluent fluid cultures returned positive for staphylococcus epidermidis, and the nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product). On (B)(6) 2023, the patient underwent the surgical placement of a tunneled hemodialysis (hd) catheter (not a fresenius product), and the patient was transitioned to hd without reported issue. The patient¿s ceftazidime was discontinued, and the vancomycin will be administered intravenously (IV) during hd. The pdrn attributed causality to a breach in aseptic technique when the patient admitted to holding his breath, instead of utilizing a mask. Per the pdrn, the events were unrelated to any fresenius product(s) and / or device(s).

Event description:
On (B)(6)2023, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized due to peritonitis. No additional information was provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) stated the patient presented to the emergency room on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1500 mg and ceftazidime 1500 mg daily for 14 days. However, on (B)(6)/2023 the patient¿s peritoneal effluent fluid cultures returned positive for staphylococcus epidermidis, and the nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product). On (B)(6) 2023 the patient underwent the surgical placement of a tunneled hemodialysis (hd) catheter (not a fresenius product), and the patient was transitioned to hd without reported issue. The patient¿s ceftazidime was discontinued, and the vancomycin will be administered intravenously (IV) during hd. The pdrn attributed causality to a breach in aseptic technique when the patient admitted to holding his breath, instead of utilizing a mask. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s).

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. Based on the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.